Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported patient's blood glucose at time of incident was 47 mg/dl. Patient's current blood glucose was 111 mg/dl. Patient has treated with glucose tablets. Patient has been experiencing low blood glucose for 30. The customer declined low blood glucose troubleshooting. The customer also received calibration not accepted error. The insulin pump will not be returned for analysis.